Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
No ge service was performed. The customer cleared the fault and canceled the service call. No further repair info is available.